Event description:
It was further reported that prior to the index procedure the patient presented with worsening shortness of breath and dyspnea on exertion which was subsequently diagnosed as stable angina. It was further reported that 81 days post procedure, the patient presented with right-sided chest pain which was sharp and intermittent and worsened with exertion with increasing shortness of breath. The patient did not have a myocardial infarction as previously reported. ECG revealed incomplete left bundle branch block with t-wave abnormality suggesting lateral ischemia. The in-stent restenosis of the was treated with balloon angioplasty at the proximal and distal end. The patient was discharged on aspirin, plavix and beta blocker.

Event description:
Same case as MFR #: 2134265-2013-00546. (B)(4) study. It was reported that post a stenting treatment procedure, restenosis and myocardial infarction occurred. In (B)(6) 2012 the patient presented with stable angina (ccs classification 2) and was referred for cardiac catheterization. The 90% stenosed target lesion was 44mm long with a reference vessel diameter of 3.0mm and located in the first obtuse marginal artery. The lesion was treated with pre-dilation and placement of two overlapping stents; a 2.5x32mm and a 3.0x16mm promus element plus stent. Following post dilation, residual stenosis was 0%. Two days later the patient was discharged on aspirin and prasugrel. Eighty-one days post procedure, an ECG revealed non-q wave myocardial infarction. The patient was referred for cardiac catheterization. Two days later, the 80% in-stent restenosis of the previously implanted promus element plus stents in the first om were treated during a percutaneous coronary intervention. Residual stenosis was 10%. The next day, the event was considered resolved and the patient was discharged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).